Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, terumo is still investigating this issue, and will be submitting a follow-up report when more information is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the inside of the tubing is inconsistently sticky. There was no patient involvement as this occurred out of box.